Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is partially separated, and the ptfe is still holding the two ends together. There are kinks on the hypotube at 85.3cm and 89.5cm from the handle. The proximal end of the distal shaft at the collar is damaged. Microscopic inspection revealed no additional damages. There is blood in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Rationale based on device analysis completed on 23july2019. It was reported that device could not cross the lesion. The over 80% stenosed target lesion was located in moderately tortuous and mildly calcified coronary artery. A 145 guidezilla was selected for use. During the procedure inside the patient, it was reported that the device could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported. Patient was stable post procedure. However, device analysis revealed that the collar was partially separated.